Event description:
We have had multiple reports of the pca button not working appropriately with our new cadd solis pumps. In all the reported incidents nurses indicated that the patient was pushing the pca button in an attempt to recieve pain medication but the pump was not registering the button presses. Pump registered that the attempts were 0. Switching out to a different cord solved the problem in one case, in others the nurse simply replaced the pump. Clinical engineering was able to validate that there was a problem with the cords, but they were not able to pinpoint the point of failure.these pumps and associated cords are only 4 months old. We have seen failures in 4 of our 28 pumps.====================== health professional's impression======================the failure of the pca pump cords caused a delay of medication, and inadequate pain control.